Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is giving an "abnormal energy delivered" message when testing the defibrillation function. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.